Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Review of the device activity log does show occurrences of high shock outputs at 357, 265, and 332 for a 200 joule selected discharges. However it was not determined whether or not the reported problem was caused by a device malfunction. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.